Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no image displayed was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A faulty patient board set was discovered and causing no image to appear with 180 scopes. Evaluators also recommend that the unit's software be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an I mage when used with the 180 scope during preparation for a diagnostic procedure. According to the initial reporter, intended procedure was completed by switching over to a 190 scope. There was no patient harm or consequence reported as a result of this event.